Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open reduction and internal fixation of a right tibial fracture and right fibular fracture under general anesthesia, after the plate was implanted, 0 absorbable synthetic surgical suture was used for interrupted, layered closure of the subcutaneous tissue and deep fascia. On the second day after surgery, the patient began to experience recurrent fever, with a maximum temperature of 38.5°c, accompanied by pallor and liquid exudation of the skin around part of the incision. Subsequent skin necrosis was observed and later, suture knots were found to be expelled from the subcutaneous tissue during dressing changes. To resolve the issue, the patient was treated with anti-inflammatory therapy and enhanced wound care, with infrared irradiation of the incision to promote blood circulation.

Event description:
According to the reporter, during an open reduction and internal fixation of a right tibial fracture and right fibular fracture under general anesthesia, after the plate was implanted, 0 absorbable synthetic surgical suture was used for interrupted, layered closure of the subcutaneous tissue and deep fascia. On the second day after surgery, the patient began to experience recurrent fever, with a maximum temperature of 38.5°c, accompanied by pallor and liquid exudation of the skin around part of the incision. Subsequent skin necrosis was observed, and later, suture knots were found to be expelled from the subcutaneous tissue during dressing changes. To resolve the issue, the patient was treated with anti-inflammatory therapy and enhanced wound care, with infrared irradiation of the incision to promote blood circulation.

Manufacturer narrative:
Additional information: a4, b5, e1, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.